Event description:
Reportedly, in the follow up on 28.02.2025 episodes of short duration noise were seen on both channels, with pacing inhibition. The noise was not reproducible with any physical action and the patient claims not to have any equipment that could interfere with the device. The times of the episodes are different and the patient claims to be asleep during some noise episodes. The ventricular sensitivity was changed to 8mv and the follow up was shortened to 3 months. The situation was reported to me today because the patient, who is dependent on pacing rhythm, syncopated at rest and was hospitalized.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since october 2024 (at least) showed oversensing, non-physiological signals (noise/artifacts) on ventricular and atrial channels. It was found that the noise and artefacts were inhibiting the ventricular pacing. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at leads level but cannot be confirmed with certainty. Connection issue may be excluded since the device is implanted for more than 4 years and based on the provided x-ray, the subject leads are well connected to the teo dr. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality. Depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the v and a leads (refer to the recommendations below).